Event description:
As reported by the user facility: reports pt died while on machine. It is believed that the machine did not play a role in the death. Pt pre-assessment stated pt was weak. Pt unresponsive after 5 minutes into therapy. Trained technician will take trend of treatment and do a function check of machine. Add'l info provided by the facility indicated the cause of death was cardiac arrest.

Manufacturer narrative:
It has been determined that the cause of the pt's death was cardiac arrest. As a preliminary measure, the machine had operational safety checks performed by the facility's trained biomed technician. It was confirmed that the machine functions normally. The machine has been placed back into service with no add'l issues. The trend file will be sent to b. Braun for eval. A follow-up report will be filed after the trend file has been evaluated.